Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was monitored for several hours and no button error alarm noted. The insulin pump received with cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported that paramedics were called to treat low blood glucose. The blood glucose reading fell to 34 mg/dl. Customer fell out of bed. Customer was not transported to hospital. Paramedics treated customer with IV of glucose. The current blood glucose reading is 149 mg/dl. Nothing further reported.